Event description:
It was reported that during device change out for eri, fluoroscopy imaging showed externalized conductors on the rv lead. The lead was tested and no electrical anomalies were noted. The lead remained implanted. Patient condition was stable and monitoring will continue.